Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the graduated marker bands of a 5f 110cm super torque mb diagnostic catheter broke into two parts during an endovascular procedure which was noticed after measurement. Difficulties were encountered during both advancement and withdrawal of the device. The procedure was completed by trapping the broken catheter between the introducer wall and a balloon to allow retrieval. A contralateral approach was not used. At the target site, the vessel was mildly calcified, moderately tortuous, exhibited approximately 40% stenosis, and had an acute angle, with no bifurcation present. At the access site, the vessel was mildly calcified and moderately tortuous, with no stenosis, no acute angle, and no bifurcation. The device was pulled from the packaging by the hub and was also torqued or steered by the hub. No marker bands came off the catheter, and none were lost inside the patient; no marker bands were noted to be out of position. The catheter did not become entrapped at any point during the procedure. The device was used during an evar procedure, and unusual force was required during its use, although excessive torquing was not required. The patient was not hospitalized, nor was extended hospitalization required as a result of this event. The device will be returned for evaluation.